Event description:
The initial reporter received questionable ise indirect na gen.2 results for three patient samples tested on a cobas pro ise analytical unit. The initial results were reported outside of the laboratory. The results were questioned by the doctor which prompted a rerun of the patient samples. The patient samples were rerun on another ion-selective electrode (ise) analytical unit. The repeat results were deemed correct. Sample ID: (B)(6) had an initial sodium result of 121 mmol/l with a repeat of 135.4 mmol/l. Sample ID: (B)(6) had an initial sodium result of 125 mmol/l with a repeat of 136.6 mmol/l. Sample ID: (B)(6) had an initial sodium result of 124 mmol/l with a repeat of 136.2 mmol/l. The sodium electrode lot number is s3755. The expiration date was requested but not provided.

Manufacturer narrative:
The customer was advised to perform an air purge, prime and an ise check. The customer stated that there was no leaking around the syringes and the electrodes were dry. The electrodes were changed and the customer was advised to mask the ise module. The field service engineer (fse) found gel on the ise sipper probe. He also found the drain to be partially clogged. He then reseated all the electrodes, cleaned the ise sipper probe, mix vessel and the ise drain (waste) tubing. He also conditioned the electrodes. He verified the instrument's performance by performing ise checks, ise calibrations and qc. He performed additional ise precision tests. All of the checks and the verification tests gave acceptable results. The investigation is ongoing.

Manufacturer narrative:
Qc was acceptable. There was no indication for a performance issue of the reagent. Alarms were noted in the calibration performed on 23-dec-2021. The customer used a centrifugation time of 5 minutes. Based on the type of sample tubes the customer used, this time may be too short. The alarm trace did not indicate an issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.